Event description:
The pt presented with short and angulated aortic neck. Pre-deployment, the trunk-ipsilateral device was not positioned at a very good angle in the aortic neck, and on deployment, it dropped into the most distal portion of the neck, below the angle. An aortic extender was placed, but also dropped to the lower portion of the aortic neck. The contra-lateral limb component was placed. Additional aortic extenders were placed via the sheath on the left side; but all devices fell into the distal portion of the aortic neck. The doctors decided to immediately convert to open surgery. Examination of the excluder devices following explant exhibited that all components were in the same configuration that had been seen under fluoroscopy. The devices appeared intact and nothing unusual was noted. The physician stated that the aortic neck showed the appearance of an "angled rock" (heavily calcified), and that the device had no chance of performing in this anatomy. Although the excluder ultimately had to be removed, the physician stated that the aortic neck was heavily calcified and angled and the devices could not have worked in this anatomy.